Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling placement procedure on (B)(6) 2012. There were no complications during this procedure. According to the complainant, the patient presented with spotting and pelvic pain on (B)(6) 2012. An ultrasound scan was ordered but nothing abnormal was observed in the scan. On (B)(6) 2012, the patient reported heavier bleeding and continued pelvic pain. The patient was then directed to the ER where the bleeding worsened and a hematocrit count of 9% was observed. The patient was hospitalized for 24 hours and was given a blood transfusion the following day. The patient was then taken into the operating room for an emergency surgery to explore the site of the sling placement. The physician observed an intact suture line and no problems around the implant. The sling was left in place and the original suture line was closed. The physician believed the patient may have had a hematoma which released and bled through the suture line. He reported that the hematoma is most likely from the delivery device passage on the right side during the procedure. The patient was not given any medication and there is no further medical intervention planned. The patient reported on (B)(6) 2012, that the pain has resolved and that there is minimal bleeding. The patient is currently reported to be in stable condition.